Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be an integrated circuit chip, designator u34 from the digital pcb assembly that depleted the internal hlc batteries. The customer rec'd a replacement device.

Event description:
It was reported that the device had all three icons illuminated (service, attention and charge-pak). The device was also unable to power on. There was no pt use associated with the reported failure.